Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) was used. The device did not meet release criteria and was recaptured and removed from the patient. The pre-existing effusion was noted to grow slightly. The physician decided to administer protamine and end the procedure.